Event description:
The lifesciences aortic valve was opened and prepared for implantation. On close inspection it was found to have stitching that had come loose and the surgeon did not wish to use the valve. (The defective valve was not implanted. We have the valve here at the hospital if the company wants to have it returned.)